Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that a needle clog occurred during use with a bd micro-fine¿ ultra¿ pen needle. The following information was provided by the initial reporter, "customer reported that she had a few clogged pen needles and therefore she could not use them."